Event description:
It was reported that in 2007, thyroidectomy was performed on a pt and a wound drain was placed to drain the wound. The evacuator was reportedly working prior to the pt leaving the or. One hour after being admitted to the recovery room, drainage was observed around the tubing. The drain was reported as being monitored almost constantly. The drain was reported to have been sutured. A hematoma developed and the pt was taken back to or to have the hematoma surgically evacuated under anesthesia. Another drain of the same brand was placed and drained without difficulty for the duration. No further complications were reported.

Manufacturer narrative:
No lot number information was provided for evaluation. Sample was received at investigation site on 06/27/2007 and investigation is in process. A supplemental report will be filed upon completion of the investigation. Baseline report previously filed.